Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. Device not being returned.

Event description:
Surgeon said, the multiple hole drill guide was very difficult to use. It did not have an angle reference, nor did it sit nicely on the lateral cortex of the femur.